Event description:
Pump was reported to go into failure code 533:320:717:0000 during clinical use. This failure code will stop the function of all channels in use, while giving an audible and visual alarm. The pump was switched out to continue the infusions and no pt injury resulted.